Event description:
It was reported that after completing a novasure procedure on (B)(6) 2025, the physician removed the device from the patient cavity and noticed there was a small hole in the mesh. No patient injury was reported and no additional intervention was required.

Manufacturer narrative:
Visual inspection was conducted and the array has a hole on it, in the face of the dial, some tissue can be observed sticked to the mesh and the sheath is melted at the tip. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damaged, the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.